Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source using the tandem-provided usb cable and wall adapter. Additionally, the battery gauge was observed to be fluctuating. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate usb cable and wall adapter to charge the pump. The customer's blood glucose (bg) was 575 mg/dl and was treated with a manual insulin injection. Reportedly, cause of the elevated bg level was unknown. System check with tandem technical support indicated that the pump and related supplies were functioning appropriately. The customer was instructed to contact the healthcare provider to discuss bg level.